Event description:
The hospital reported that a patient activated a new pod and his blood glucose went down to normal range. The next morning his bg was reading 14.0 mmol/l (252 mg/dl). He went to the hospital to consult with his endocrinologist. There is no further information regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.